Event description:
A customer reported difficulty in pressing the pump's quick bolus/wake button, which required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to ensure the pump was not connected to a power source and to press the button firmly using the tip of their finger. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.